Event description:
The customer contacted stryker to report that their device is power off after turning on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Device was evaluated by a stryker depot technician (dt). The dt was not able to verify or duplicate the reported issue of an unexpected power loss. A conclusive root cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device is power off after turning on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.